Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Right hip dislocation of new hip - thr on (B)(6) 2018. Update 24/january/2019: as reported in adverse consequence details: "took 3 reduction procedures (one in ER and two in or) over 2 days time to get hip properly seated again."